Event description:
It was reported that dissection occurred. The target lesion was located in the left anterior descending artery. A 2.75 x 38 mm synergy xd drug-eluting stent (des) was advanced for treatment. However, after placement of stent, angiography showed a dissection on the distal side. An additional 2.50 x 20 mm synergy xd des was placed and the procedure was completed. No patient complications nor injuries were reported.